Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated the high blood glucose readings with the pump and shots. The customer stated that ever since he started training, his blood sugars have been high since then. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check the infusion set for air bubbles. The customer stated that there are a lot of air bubbles. The customer was advised to perform a 5 unit fixed prime until the air bubbles are no longer visible. The customer declined to troubleshoot at the time and will call back.